Event description:
It was reported by registered nurse via fax that tego connectors seem to be causing pressure issues either the day they are changed or the next treatment requiring them to be changed more frequently. Connection to them is also difficult. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).